Manufacturer narrative:
MDR 3003721894-2016-00116 is associated with (B)(4), polident denture adhesive cream. Polident denture adhesive cream is marketed as super poligrip cream in the us.

Event description:
Accidental device ingestion [accidental device ingestion]. Gastrointestinal disorder [gastrointestinal disorder]. Case description: this case was reported by a pharmacist via sales rep and described the occurrence of accidental device ingestion in a 6-decade-old male patient who received double salt dental adhesive cream (polident denture adhesive cream) cream for drug use for unknown indication. On an unknown date, the patient started polident denture adhesive cream. In (B)(6) 2015, an unknown time after starting polident denture adhesive cream, the patient experienced gastrointestinal disorder. On an unknown date, the patient experienced accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the outcome of the accidental device ingestion and gastrointestinal disorder were unknown. It was unknown if the reporter considered the gastrointestinal disorder to be related to polident denture adhesive cream. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: this case was reported from a pharmacist (consumer) via sales representative on 22 jun 2016 and the case was recognized 21 jun 2016 by the sales representative. A male pharmacist of his 60's reported he used polident denture adhesive cream for 2 years in total. He happens to swallow the product and he experienced gastrointestinal disorder from 8 months ago and queried if it would be harmful to swallow the product and requested the medical information about it. He had CT scan twice, and gastroscope and endoscope twice but the outcome of the results were normal in hospital. He used the product at an amount of 3 times of red bean size. The pharmacist agreed to provide the contact detail to get the medical information but didn't agree to be followed up by gsk safety team for further safety information so further information would not be available.

Event description:
Accidental device ingestion. Gastrointestinal disorder. Stomach ache [stomach pain]. Case description: this case was reported by a pharmacist via sales rep and described the occurrence of accidental device ingestion in a (B)(6) male patient who received double salt dental adhesive cream (polident denture adhesive cream) cream for drug use for unknown indication. On an unknown date, the patient started polident denture adhesive cream. In (B)(6) 2015, an unknown time after starting polident denture adhesive cream, the patient experienced gastrointestinal disorder. On an unknown date, the patient experienced accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the outcome of the accidental device ingestion and gastrointestinal disorder were unknown. It was unknown if the reporter considered the gastrointestinal disorder to be related to polident denture adhesive cream. Additional details: this case was reported from a pharmacist (consumer) via sales representative on 22 jun 2016 and the case was recognized 21 jun 2016 by the sales representative. A male pharmacist of his (B)(6) reported he used polident denture adhesive cream for 2 years in total. He happens to swallow the product and he experienced gastrointestinal disorder from 8 months ago and queried if it would be harmful to swallow the product and requested the medical information about it. He had CT scan twice, and gastroscope and endoscope twice but the outcome of the results were normal in hospital. He used the product at an amount of 3 times of red bean size. The pharmacist agreed to provide the contact detail to get the medical information but didn't agree to be followed up by gsk safety team for further safety information so further information would not be available. Follow-up information received on 17 aug 2016: the reporter who is a consumer but also a pharmacist reported that at first, there seems to be a piercing pain and stomach ache on the right side but now it had moved to left and it seems to switch sides. He also had 12 gi tests but although he was not diagnosed with a disease, gi function was depressed. He was using the product every day. For causality, he mentioned that he used it once a day but the effect did not seem to last long after single application and the product does not melt 100% but instead clumped up which he thought when ingested, it could be irritated by adhering on walls of intestine and stomach. He queried on cause of the symptoms. The pharmacist (consumer) was using the product and still had the adverse events when using it.